Event description:
Son of home pt reported home pt experienced pain and nausea while using the homechoice cycler for apd therapy. Followup with the home pt's healthcare professional reveals home pt reported symptoms on 8/16/99 and was admitted to the hospital the same day with peritonitis. According to the hcp, culture of effluent take on 8/17/99 revealed e-coli. Healthcare professional states home pt remains hospitalized and catheter was removed on 8/20/99, secondary to peritonitis. According to the healthcare professional, she does not attribute the homechoice cycler to peritonitis episdode. Healthcare professional can provide no further incident details.